Manufacturer narrative:
(B)(4). This complaint for a system error 2267 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has received similar reports and will continue to monitor this product line and take corrective/preventive action as needed.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2267 while using the homechoice (hc) during therapy, in fill cycle 4 of 6. Gts explained the system error indicated that air had entered into the disposable set, and had the patient cycle power to clear the error. (B)(4) then advised the patient to finish therapy with manual supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4.the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.